Manufacturer narrative:
Product analysis conclusion; the reported difficult to position event could not be assessed on the films provided; therefore the cause of the event could not be determined. Limited images and films provided did not allow for a thorough assessment of the reported difficult to position event and subsequent rupture of the patient¿s thoracic aortic aneurysm. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is likely that the appreciably large size of the patient¿s thoracic aneurysm would have increased their risk of rupture. The delivery system is pending return for analysis and the results will be summarized in a separate report. Additional information was received: no issues were noted with the valiant device which may have caused a delay in deploying the stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was successfully advanced over a 0.035-incg guidewire with no resistance noted. There was no deformation observed to the device. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was intended to be implanted in a patient for the endovascular treatment of a 100mm thoracic aneurysm. The thoracic arch was noted as trembling. It was reported during the index procedure the stent graft delivery system could not reach the position where the stent was intended to be deployed. When an attempt to cross the arch was made a second time the patient's blood pressure suddenly dropped. The aneurysm ruptured and the patient died. Per the physician the cause of rupture leading to death was anatomy related: the aneurysm was very large and at risk of rupture and also possibly due to instruments or other unknown reasons during the procedure.